Event description:
The pt experienced a "biting" shocking sensation at the pocket site while he was in his car and reaching for something. This happened about three times. The pt outcome is unk. Further information is being requested from the hcp.